Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) failed the incoming test due to the heart wire connectors. The battery end cap, ring and ring cover are missing the bail attachments, bail attachments cover, and the back of the case parts are missing. The epg was decommissioned as it was no longer serviceable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.